Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The caregiver (cg) stated that the hc alarmed system error 2240 in the initial drain. The technical service representative (tsr) had the hp cycle the power. The hc alarmed with a se 2367. The tsr had the cg cycle the power and the hc proceeded to press go to start. The tsr informed the cg to start over with new supplies and to inform the nurse of the alarm. Global product surveillance (ps) contacted hp on (B)(6) 2012. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. The hp had discarded the original cassette and did not have a companion or know the lot number. Ps contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn stated that the hp did not have any medical issues or injuries related to the reported alarm. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.